Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The device alarmed trace pointers invalid error, power supply test error, power system error, post-reset ram crc error, history pointers error and software error. Blood glucose level at the time of the incident was 274 mg/dl. Customer has not previously called to report power error detected. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Formatted history file confirmed pump error 53 due to internal battery connector not plugged in properly. Pump had unexpected pump error 23, pump error 49, pump error 68 and pump error 25 after battery insertion due to the internal battery connector was found not properly connected. Reconnected the internal battery and monitored. No unexpected pump error 23, pump error 49, pump error 68 or pump error 25 noted during testing. The device was received with minor scratched lcd window, scratched case and cracked retainer.